Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. From the follow up post-operative images, it can be seen that the screw head on the right side of the construct at t5 has detached from the screw shank. The exact cause of the reported issue could not be determined. The following sections have been updated for this supplemental report: b4, e1, h2, h6, h10.

Event description:
It was reported that the creo screw head detached from the screw post-operatively .